Manufacturer narrative:
(B)(4). Per photographic evaluation: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, the tip of the sleeve appears to be broken. However, no conclusion could be reached as to the cause of the reported incident as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Additional information received: the procedure was a laparoscopic cholecystectomy and they were using a 45-degree scope. The scope was not in very long before the surgeon tried to remove it from the canula and it would not come out. "It had melted the canula". The canula and scope were removed at the same time. The rep noted that the scope was a newer scope.

Event description:
It was reported that during an unknown procedure that at some point during the procedure it was noticed that the distal end of the cannula had partially melted. The scope was inserted and had been pulled back. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.